Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported activation failure including expansion failures/inflation problem, leak/splash and shaft break were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified circumflex (cx) artery. The 2.25 x 15 mm xience skypoint stent delivery system was advanced to the target lesion and an attempt was made to deploy the stent. The balloon was inflated; however, it was noted that the balloon did not inflate. Upon removal, a crack was noted in the stent delivery system shaft and contrast was seen leaking from the crack. A second xience skypoint was used without issue. There was no adverse patient effect or clinically significant delay. No additional information was provided.